Manufacturer narrative:
The tests on archival sample were performed on (B)(6) 2018 for compliance with the parameters established in product specifications. There were performed tests to measure the penetration force and drag force for the needle. No nonconformities were found. Ten pen needles from archival sample were tested by puncturing into the silicone cube with the hardness of 55 shore (imitating the hardness of human tissue). No hooks occurred. No bending of the needle occurred. The test of priming the pen needle was performed for 10 pen needles from archival sample. Test consisted of assembly the pen needle onto the pen injector, setting the dose of 2 units and pushing the button. No defects or other nonconformities were found. For all pen needles a flow of fluid was observed. On 2018-07-25 htl-strefa (B)(4) received the sample from customer. The tests were performed on 2018-07-26 for compliance with the parameters established in product specifications. The defects under complaint were not confirmed in the sample from customer. Additional test were performed to measure the penetration force and drag force for the needle. No nonconformities were found. Additionally, 10 pen needles from sample from customer were tested by puncturing into the silicone cube with the hardness of 55 shore (imitating the hardness of human tissue). No hooks occurred. No bending of the needle occurred. The test of priming the pen needle was performed for 10 pen needles from sample from customer. Test consisted of assembly the pen needle onto the pen injector, setting the dose of 2 units and pushing the button. No defects or other nonconformities were found. For all pen needles a flow of fluid was observed.

Event description:
The customer is claiming that the needles do not release insulin the way they should and that the don't penetrate the skin well. Customer stated that same of these needles are difficult to penetrate the skin and then if they can penetrate the skin, the patient hears a "pop" noise, and when the patient pushes the button to administer the insulin, only a little bit of insulin comes out and the proper dosage is not administered. Patient then tries another device until he's able to get the proper dose of insulin. Caller stated that this last prescription there are a lot of needles in this box that are not working correctly. Customer is doing injections in his belly.